Manufacturer narrative:
The subject device has not yet been returned to the manufactuer for technical analysis. The manufaturer is currently following up for information regarding the re-processed and re-used of the subject device, relation, if any, of the subject device with the results of the event, and present condition of the patient.

Event description:
Boston scientific neurovascular became aware of an event in which the distal segment of the subject device broke during vascular tracking. The procedure was not completed as a result of this event. The patient required surgery.